Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be confirmed. At this time, the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and pulse generator exhibited a loss of capture in the right atrium (ra) at maximum outputs which were well above the capture threshold. The lead was surgically abandoned and the device was explanted. A new lead and device were successfully implanted. No additional adverse patient effects have been reported.